Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that during use the device had a "head" error on the pump module of hl20. It was swapped out with another unit during patient treatment. No patient harm. No known consequences to the patient. Internal reference: (B)(4).

Manufacturer narrative:
According to the service order no.(B)(4): field safety engineer has been sent for investigation, but could not duplicate customer complaint - unit was operated in all modes with various settings for 4 days without issue. The preventive maintenance has been completed with calibration and functional testing as per the service manual. All tests passed. Thus the failure could not be confirmed. A similar complaint (B)(4) has been investigated in our laboratory. But therein the reported error could not be reproduced. Thus the failure cannot be confirmed. From the similar complaint most possible root cause could be determined as - communication problems due to the soldered connection - not or wrong connected plug of the tacho board at the motor control board - faulty evaluation of the tachometer signal of the pump. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time.

Event description:
(B)(4).